Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 23cm distal to the strain relief. Both sections of the break were kinked. This type of damage is consistent with excessive force being applied to the delivery system. There were no issues noted with the profile of the tip. A visual and microscopic examination found that the stent struts towards the mid section of the stent were misaligned and raised. The stent was securely crimped onto the balloon. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the heavily calcified mid right coronary artery. After pre-dilation was performed, a 20mmx2.50mm taxus liberte stent was advanced but it failed to cross the lesion. The device was exchanged to a 12mmx2.50mm taxus liberte stent, but still failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.